Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 480422-01/lot # m91200202 0320) associated with this event was performed. Per logs, the instrument was last used on 1-sep-2020 on system sk2466. This is a single use instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extemd instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted spelectomy surgical procedure, the vessel sealer extend instrument did not apply energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
D15- isi received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. Incomplete failure analysis occurred as the instrument could not pass initialization. No functional energy activation test was possible and additional testing could not be performed. The instrument's housing was removed and no damage was observed; however, manual input to drive out the knife and knife cable was not possible. There was friction when turning the knob, likely causing the initialization failures. A review of the logs showed the instrument was used on (B)(6) 2020 on system (B)(6). No errors were recorded. Additional failure analysis was performed by an advanced failure analysis engineer. The initial findings were confirmed. The instrument knife cable was stuck due to dried biodebris inside the garage/twisted lumen. To free the knife cable, the instrument had to be disassembled and could not be tested on the system afterwards. The continuity test and jaw grip test passed. However, as the instrument was not able to be tested on the system, the grip force test and energy delivery test were unable to be performed. Isi followed up on 22-jul-2021 and obtained the following additional information: the instrument was inspected prior to use and nothing was wrong. There was no energy when sealing. The vessel sealer extend instrument worked prior to the sealing issue. No errors occurred. There was an audible continuous tone during the sealing sequence, but it is unknown if the sealing cycle completed with the fast audible tones as expected. It is unknown what the target tissue was, if the vessel was greater than 7 mm in diameter, and if the tissue was exposed to any radiation or chemotherapy prior to the procedure. The target tissue was not under tension during the sealing process and there was no evidence of tissue calcification. There was no tissue effect observed during the sealing cycle. The jaws did not come into contact with a clip, suture, staple, or other metal object when the issue occurred. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. The surgeon did not know what caused the issue. There were no images or video available for isi review. A review of the instrument log for the vessel sealer extend instrument (pn 480422-01/lot # m91200202 0388) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(6) during a total gastrectomy surgical procedure. This is a single use instrument.

Event description:
Refer to h10/h11 for follow-up information.